Event description:
On october 9, an amazon customer commented that the product was a false negative: it is said that a customer purchased 2 boxes and tested negative when user had covid symptoms. His/her dr. Recommended pcr for these symptoms and the result was positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.